Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample was received with its trigger partially engaged. The returned sample appears used as there is biological material present on the device. The stapler was received with 0 staples left in the cartridge indicating that at least 35 staples were fired by the end user. No other defects or anomalies were observed. Reference a file (B)(4) for investigation photos. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample was received with its trigger partially engaged. The returned sample appears used as there is biological material present on the device. The stapler was received with 0 staples left in the cartridge indicating that at least 35 staples were fired by the end user. No other defects or anomalies were observed. Reference file (B)(4) for investigation photos. The reported complaint of "stapler is jamming" could not be confirmed since no staples were remaining in the returned device. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No damages were found to the returned device. Since functional inspection could not be performed on the device because there were no staples remaining, the root cause of this complaint is undetermined.

Event description:
It was reported that there is a jamming issue and pin under the device is not working properly. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot #73f1600202 investigation did not show issues related to complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there is a jamming issue and pin under the device is not working properly. There was no patient injury.